Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up a component separation between the bifurcated stent and the suprarenal aortic extension occurred. The physician implanted two infrarenal aortic extensions and a suprarenal aortic extension to resolve the issue. The patient is in stable condition.